Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary artery (rca). Because the blood vessel of patient's shoulder was very tortuous, the 3.00x32 mm taxus express2 drug eluting stent was unable to cross the lesion and the stent delivery system was withdrawn from the patient. The physician noticed that the stent strut was damaged. The procedure was completed with another 3.00x32 mm taxus stent. No patient complications were reported. Patient status reported as "good".